Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert code 38 indicating consecutive stalled motor events, which persisted despite multiple restarts while the battery remained above 50 percent, and the user¿s blood glucose was reported as 170 mg/dl with no impact to glucose control. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention or hospitalization. Investigation included device replacement logistics and return coordination for evaluation. Investigation of this device revealed a motor stall alarm consistent with a device mechanical performance issue affecting the infusion motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction pending return and analysis.